Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6. Device evaluation: visual analysis of the returned device identified; flat creases, observed 40 mm dark patch edge material inside gel device, deformation, weight within specification. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings found.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.